Manufacturer narrative:
The following analysis has been performed on the returned product: visual: only the two stents in question were returned. Both stents were noted to be somewhat flattened. The delivery systems were not returned. Functional testing to determine the returned stents' retention force on the balloon could not be performed, as the stents were no longer on their balloons. Stent retention values measured for this lot during quality control testing were found to be above the minimum acceptable criteria. It was determined that the stents were manipulated manually prior to insertion of the delivery systems into the pt. The instructions for use states that special care must be taken not to handle, excessively manipulate, roll with the fingers, or in any was disrupt the stent on the balloon, as this may cause loosening and dislodgement.

Event description:
Stents embolized within the coronary artery.